Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that the unit shut off in the middle of a case and then displayed an e-5 error code.